Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced a high blood glucose level of 400 mg/dl. The customer mentioned that he was on multiple daily injections, so no troubleshooting was needed for the high blood glucose reading. The customer stated that he was trying to set up his insulin pump but he had seven infusion sets that did not stick to his body. Troubleshooting was performed for the tape not sticking. The 7 infusion sets will be returned for analysis. The insulin pump will not be returned for analysis.